Event description:
The infusion pump was received at a service facility with a note stating "please repair-delivery rate not always accurate-does not clear volume infused." No add'l info was able to be received. It is not known if the pump was in pt use at the time. No pt injury was reported.